Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints been filed. No abnormalities were reported with these product lots during manufacture. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the truepass needle broke in the patient. The tip was removed from the patient. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported. There was no patient impact associated with the event.